Manufacturer narrative:
The device was not returned and no photographs were provided, so an evaluation could not be performed and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2017-00054.

Event description:
It was reported that one driver slipped and another driver broke during surgery. The broken tip could not be removed from the wound so the patient retained a foreign body. There was a surgical delay of an hour due to attempted removal of the driver tip but there was no reported patient injury. This is report one of two for this event.